Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent microswitch was replaced to resolve the reported issue. No report of patient involvement.

Event description:
#12 the hospital reported the bag to vent switch was not switching from one mode to the other preventing the selection of the desired mode of ventilation. There was no report of patient involvement.